Event description:
It was reported that the patient with this single chambered implantable cardioverter defibrillator (ICD) visited the emergency room (ER) due to shocks. The ICD was interrogated and the health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm) due to concerns of inappropriate therapy delivery. The hcp stated that the physician suspected that the patient was in an atrial fibrillation (af) with rapid ventricular response (rvr). Ts reviewed the stored data and observed anti-tachycardia pacing (atp) and shocks being delivered. Ts was unable to confirm if the therapy was inappropriate on the egm. The hcp stated that the patient was treated with medication intravenously which slowed patient arrhythmia. At this time, the ICD remains in service. No additional adverse patient effects were reported.